Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The 60% stenosed lesion was located in a highly calcified and moderately tortuous circumflex artery. The 20mm x 2.50mm ion stent delivery system was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed the stent moved on the balloon and stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: returned product consisted of a taxus element/ion mr stent delivery system (sds). There was blood and contrast in the inflation lumen. The stent had moved on the balloon 5mm distally from the proximal markerband and there were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The struts on the proximal end were bunched up. The tip was damaged. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).